Event description:
A physician reported that the cutting failure of the probe during the vitrectomy surgery. The condition of aspiration and actuation is unknown. The surgery was completed after replacing the probe with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the evaluation. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and clear foreign material on the needle, under the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. Noise was observed during functional testing. The probe was disassembled, and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The engine assembly was then disassembled, and components inspected. All components were observed to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure and abnormal sound. The evaluation also indicated that the probe had an actuation failure. The cause of the cut failure is the gouge marks on the cutting edge of the inner cutter. The root cause for the gouge marks and actuation failure is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The exact cause of the observed noise cannot be determined from the evaluation performed. No action has been taken as it appears that the observed gouge marks and actuation failure were due to excessive use of the probe by the user and the root cause of the noise could not be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).